Manufacturer narrative:
Additional information was provided in d.3., g.1., g.8. And h.11. D.3. Product manufacturing site updated due to receipt of serial number. G.8. Manufacturer report number corrected and reported under 9681121-2025-00168. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of intraocular lens (iol) damaged, making it impossible to place in the patient's eye. Additional information has been requested.